Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2023-02376, related manufacturer reference number: 1627487-2023-02377. It was reported the patient's leads had migrated. Additionally, the patient did not charge their ipg as recommended and the ipg became inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the existing leads and ipg were explanted and replaced. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated.